Event description:
Customer reported that film shots are coming out grainy. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the batteries. Sys operates as intended.